Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. This is one of three MDR reports being submitted for this case.

Event description:
As reported by the field clinical specialist, this was a transfemoral tavr procedure, with a 26mm sapien 3 ultra valve being implanted in an aortic valve-in-valve (26mm s3u in 26mm s3u). During deployment of the 3rd s3u valve, the commander delivery system balloon ruptured on the stj calcification. The devices were removed without injury to the patient. Per report, the patient had a 26mm sapien 3 ultra valve in the native aortic annulus, and approximately 2 years post tavr the patient was found to have severe paravalvular leak (pvl) and the s3u valve position was too low requiring a valve-in-valve procedure. This patient has circumferential sinotubular junction (stj) calcification which the physicians were trying to avoid. The physicians performed a valve-in-valve tavr via transfemoral approach, hoping to seal the pvl by placing a second 26mm s3u valve higher than the original s3u. But the devices were not positioned high enough prior to inflating the commander delivery system and when the distal portion of the balloon began to inflate, it pulled the delivery system in. This resulted in the second 26mm s3u valve being deployed lower than intended. Post deployment the 2nd valve had landed right on top of the original valve and the patient still had severe pvl. A third 26mm s3u valve was deployed higher. During deployment of the 3rd valve, the commander delivery system balloon ruptured on the stj calcification. The balloon rupture was expected by the physicians. The commander delivery system and 14f esheath+ were removed together and a 16f esheath+ was put in while the 3rd s3u valve was evaluated via images. The pvl was now moderate. The patient was reported as stable post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve (thv) delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the commander delivery system balloon ruptured on the sinotubular junction (stj) calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action is required. Control limits are managed and assessed.